Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occured in the united arab emirates. The patient's father reported an incident involving a bent cannula on (B)(6) 2025. The event resulted in high blood glucose (hbg) levels of 400mg/dl. The infusion set was inserted in buttocks. Infusion set was in use for few hours. Patient took corrective actions via insulin pumps. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.